Event description:
This is an issue of a misconnection. The nurse in the room was handed a syringe with barium contrast medium (15cc barium with 15cc water) that was meant to be delivered via a corpak feeding tube. The nurse did not realize it was for enteral delivery and instead injected the bd 60cc syringe into the IV line. The nurse and x-ray technician then realized the mistake and action was taken to prevent further harm to the patient. The patient did not appear to be permanently harmed and was discharged about a month later from the hospital. The hospital is investigating measures to prevent this from happening in the future. The syringe involved in this event is the becton dickinson 60cc luer-lock syringe, catalog number 301035. The lot number is unknown. There was not an issue with the syringe. This was a use error. Additional information on enclosed user facility form.